Event description:
It was reported that; tap 4.5 diameter damaged at tip. Jamshidi pedicle (l5) is punctures, immediate screw positioned 6.5mm diameter over k-wire. Did not work. Tap 5.5 diameter as preparation, did not succeed. Tap 4.5 diameter. Upon departure, tap in bone, check if tap in bone left through c-arch lateral projection. On rx, it was seen that the thread of the 4.5-diameter capped tap had come loose.

Event description:
It was reported that; tap 4.5 diameter damaged at tip. Jamshidi pedicle (l5) is punctures, immediate screw positioned 6.5mm diameter over k-wire. Did not work. Tap 5.5 diameter as preparation, did not succeed. Tap 4.5 diameter. Upon departure, tap in bone, check if tap in bone left through c-arch lateral projection. On rx, it was seen that the thread of the 4.5-diameter capped tap had come loose.